Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: photograph, video and/or physical sample evaluation: ¿ there is a photograph associated with this case. However, the reported defect cannot be seen. Samples were requested but there were not available. Batch record revision results: lot 3j04485 was manufactured on 09/09/2023, in bodolay line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 09/sep/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) (B)(4) and manufacturing order 1710927. Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical complaints review: on 09/sep/2024, complaints investigator ran a query in database in order to verify the complaints reported for the 3j04485 lot for the malfunction code ¿adhesive dressing requires excessive force for removal from skin (i.e. Difficult to remove)¿ defect and as result no (0) additional type (B)(4) complaint was identified during this search as per work instructions (wi). Historical nonconformance review: on 09/sep/2024, complaints investigator ran a query in database looking for any in process nonconformance / corrective and preventive action (CAPA) (s) associated to the malfunction code ¿adhesive dressing requires excessive force for removal from skin (i.e. Difficult to remove)¿ defect for the lot number 3j04485 and as result, no nonconformance corrective and preventive action (CAPA) (s) for this malfunction code were generated during the manufacturing process of the referenced lot. Preliminary investigation results: based on a thorough review of the involved processes, interviews with line personnel, and the expertise of the triage team, the following information was observed: - no additional type 2 complaints were found for malfunction code " adhesive dressing requires excessive force for removal from skin (i.e. Difficult to remove)," associated with batch 3j04485. - no nonconformance or corrective and preventive action (CAPA) records related to this malfunction code were generated during the manufacturing process of the referenced lot. - a review of test method (determination of fluid uptake) for the corresponding subassembly lots in mixers #2 & #3 showed acceptable results. - incoming inspection confirmed that no supplier corrective action requests (scars) were generated for this specific lot or any related part numbers, and no issues were observed. - annual testing results for the materials used in the manufacturing of this final product were reviewed, and all materials were found to be in conformance, with acceptable results. - based on the instruction for use (IFU) clearly specified correct the methodology and guidance to use the product: instructions: varihesive gel control is a product characterized by its high absorbent capacity for exudate in skin lesions. It is indicated for vascular ulcers and pressure ulcers, especially those with abundant exudate. Store at room temperature. Keep in a dry place. Avoid refrigeration and exposure to high humidity levels. Contraindications: its use is contraindicated in patients with known sensitivity to the dressing or its components. Removal of the dressing: press down on the skin with one hand and carefully lift an edge of the dressing with your other hand. Maximum recommended wear time is up to seven days. In conclusion, the preliminary investigation did not identify any root cause related to internal manufacturing processes. All internal evaluations confirm that processes were followed correctly, and no changes in transportation or testing could have contributed to the reported condition. This appears to be an isolated incident. Defect rate analysis: there have only been 1 defective part confirmed to date from a lot size (B)(4) products. This represents a defect rate of only(B)(4), which is well within an appropriate acceptable quality level (aql) for this defect which should be (B)(4) based on our standard operating procedure (sop). In addition, all of the in-process testing on this lot did not find a single defective pouch, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of (B)(4). This issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: the review of the batch record for lot 3j04485 showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements, all applicable manufacturing and quality processes were followed, and no discrepancies or deviations were recorded. No changes to the end-to-end manufacturing process or components used during assembly of the batch were made. No nonconformity has been registered during the manufacturing process of the affected lot for the malfunction code ¿adhesive dressing requires excessive force for removal from skin (i.e. Difficult to remove)¿ defect. No additional complaint was reported for lot affected related to the malfunction code ¿adhesive dressing requires excessive force for removal from skin (i.e. Difficult to remove)¿ defect. Based on this, no negative trend was identified. Based on preliminary investigation results, there is no objective evidence that other products are impacted, and the issue appears to be isolated. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Event description:
The nurse reported that she found one dressing had more adherence and was more difficult to remove from the patient. The product was used on patient. No photo was available at that time.

Manufacturer narrative:
D2: common device name: dressing, wound, occlusive. E1: complainant country: spain. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site: 9618003.

Manufacturer narrative:
Additional information - this emdr is being submitted since a photo was received in the additional information. To date no additional patient or event details have been received. FDA registration number reporting site: 1049092 manufacturing site: 9618003

Event description:
To date, additional patient or event details were received which have been added in h10 (addl mfg narrative).